Manufacturer narrative:
The investigation for the reported hole in the catheter/leakage has been completed. The device and data logs were not returned. Per clinical information, blood leak was observed from the red handle. The cause of the product damage issue was not determined since the product was not returned and sufficient clinical information was no provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The clinic reported that blood was leaking at the red plug from the impella. Site was cleaned and further observed to see if blood was leaking again. No intervention required. Pump is still running.